Event description:
The ventilator was mounted to an 86 cart with a 390 screen connected to the rail of the ventilator. The customer reports that the screws on the base of the pt unit were loose and due to the weight of the 390 screen, the ventilator fell off the 86 cart. There was no pt connected to the ventilator at the time of the incident.